Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button on the insulin pump did not respond due to corroded keypad trace. No moisture damage on electronics. Delivery alarm was not verified due to unresponsive button. The device was received with cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed no delivery and customer was unable to clear the alarm. The esc, act, and down buttons were not responding. Customer was in the hospital and it was exposed to moisture. Customer's blood glucose was unknown. Customer has not worn the device in some time. Customer reported he was in the hospital for a blood transfusion. The insulin pump was removed by the nurse and was place in a bag, which moisture was noticed in the bag later. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.